Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that after the second sealing cycle in a hysterectomy, the device would no longer open. The surgeon cut around the device to remove it. There was no patient injury.